Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Patient reported battery problems/battery malfunction, needing new battery. No symptoms were reported and no further complications were reported.